Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked end cap.

Event description:
Customer reported via phone call, the insulin pump had damage on it. Troubleshooting was performed on the device. The customer's blood glucose was 220 mg/dl. The device is located on the opening of the battery compartment, opening of the reservoir compartment, and the end cap of the device was also opened exposing the motor. The customer had to super glue the end cap. Thought the opening of the reservoir compartment was damaged the customer states he was still able to lock the reservoir in place. Customer stated the damage occurred during normal wear and tear, from inserting and removing the battery and reservoir. The customer was advised to discontinue use of the device, revert to back his backup plan, and the device needed to be replaced. He agreed to return the device for analysis.